Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the spouse the patient expired in their presence and the "defibrillator did not go off." It was also reported the device "did not give off a signal" information regarding the circumstances surrounding the death and the cause of death was requested but not received. No other information is known at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.